Manufacturer narrative:
Additional narrative: (B)(6). Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from thailand that during an unspecified surgical procedure, before use on the patient, it was observed that the attachment device head cover was bent and could not be connected. It was reported that there was no delay in the procedure due to the event. It was not reported if there was spare device available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was reported in the initial medwatch report that the date of this report and date received by manufacturer was jan 21, 2016. As per communication with affiliate the correct date for both fields was jan 18, 2016 and both fields have been updated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further investigation it was found that the incorrect serial number (B)(4) was inadvertently entered into the initial medwatch report. The correct serial number (B)(4) has been entered into this medwatch report. Mfg date: the previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the dom (apr 22, 2015). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.